Event description:
Ems personnel responded to a pt described as in cardiac arrest. According to the reporter, when the analyze button was pressed, the device powered down and wouldn't analyze the pt's ECG. The reporter stated this occurred at least two more times before the device properly analyzed the pt's ECG. No adverse affects to the pt were reported as a result of the alleged malfunction.